Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a possible cartridge leak issue. The patient indicated that he noticed moisture in the cartridge compartment that day when he changed his set. The patient was not sure if the moisture was insulin, but he claimed that he could smell insulin. The patient denied that the pump's casing had any cracks. He also denied seeing insulin leaking from the cartridge or tubing when the products were removed. The patient was unable to confirm whether or not the tubing connection was loose. He had last changed the site/set 3 days earlier. During the time of concern, the patient claimed that his bg reached "200 mg/dl" with no symptoms. The patient reportedly awoke on (B)(6) 2012, with a bg level of "120 mg/dl". He took a correction and his bg at the time of contact with anm was "99 mg/dl". The patient's infusion set was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that possibly he had a cartridge that leaked. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The subject cartridge has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.